Event description:
Lead product analysis was completed. The reported fractured lead was confirmed in the product analysis, or pa, lab. During visual analysis, a quadfilar coil appeared to be broken approximately 5 mm from the cut inner tubing. Scanning electron microscopy, or sem, was performed and identified the area on two of the broken strands as having evidence of a stress induced fracture (fatigue) with mechanical damage, fine pitting on one, residual material and evidence of a stress induced fracture (rotational). Pitting observed on the coil surface indicated that stimulation was present for a certain period of time. Abraded openings were identified in the outer tubing. Other than the lead fracture and abraded openings, the condition of the returned lead portions was consistent with those following explant.

Event description:
It was reported that high impedance was observed on the patient's vns. X-rays were ordered, but not reviewed by the manufacturer to date. A review of device history records revealed that the vns lead passed quality control inspection prior to distribution. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported by clinic notes received by the manufacturer that the patient had not been feeling well for the last two to three weeks prior to the clinic visit and that the seizures had been more intense and lasted longer. It was also reported that the patient's appetite had increase along with her fatigue. The vns was programmed off as a result of the observed high impedance. The notes for the following clinic visit indicated that the patient's seizure frequency had increased. The patient underwent vns lead replacement surgery. The explanted lead has not been received by the manufacturer to date. Follow up with the physician's office revealed that the patient's breast size had increased 3 cup sizes in a few months and that the patient underwent breast reduction surgery. The surgeon performing the reduction surgery found that the breast tissue itself had damaged the lead and the vns surgeon agreed with this assessment.

Manufacturer narrative:
Corrected data: follow-up report #1 inadvertently did not select "adverse event." Outcomes attributed to adverse event, corrected data: follow-up report #1 inadvertently did not select "other serious." Describe event or problem, corrected data: follow-up report #1 inadvertently left out "follow up with the physician's office revealed that the physician stated that the patient did not have any adverse events despite the notation of an increase in seizures in the clinic notes."

Event description:
Follow up with the physician's office revealed that the physician stated that the patient did not have any adverse events despite the notation of an increase in seizures in the clinic notes. Clarification was received indicating that the seizure adverse events were not related to the vns or high impedance. During attempts at product return, it was revealed that the explanted lead was discarded.

Event description:
The explanted lead was received by the manufacturer and is pending product analysis.

Event description:
The patient underwent vns generator replacement surgery due to alleged premature end of life, which was reported in mfg. Report #1644487-2018-02045. The generator was received by the manufacturer and product analysis was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage.